Event description:
Pump had been set for 30 cc/hr x 15 minutes. Apparently for "2-4" the pt received a bolus of petocin. This caused the fht's to drop to 60-70's for 5 minutes, with slow return ro baseline. Pt stated that the machine (pump) made a funny noise.